Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d154awg, implantable cardioverter defibrillator (ICD), (B)(6)  2008. (B)(4).

Event description:
It was reported that for about six months, the right ventricular leads had elevated short interval counts (sic); the oversensing was being monitored by the physician. On interrogation, a non-sustained ventricular tachycardia (nsvt) episode was noted to have possible oversensing of atrial flutter. The physician will reprogram the sensitivity and the rv leads remain in use. No patient complications have been reported as a result of this event.